Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's spouse reported via phone call indicating that the customer was hospitalized in (B)(6) for a heart attack with a high blood glucose level of 540 mg/dl. The caller wanted to know the difference between turning the insulin pump off and the suspend mode. The customer was educated between the suspend mode on the device and shutting the insulin pump off. The customer did not return the product back for analysis.